Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
While assisting the patient with result transmission and mobile device connectivity issues of her coaguchek vantus meter serial number (B)(4), the patient mentioned that she received an erroneous result from the meter. At 8:33 a.m., the patient was tested using the meter and the result was 4.4 inr. At 8:40 a.m., the patient was tested using the meter and the result was 4.3 inr. Within 1 hour of the meter tests, a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.0 inr. The patient believed the laboratory value was accurate. Based on the laboratory value, the patient's warfarin dose was reduced from 7.5 mg to 5 mg for one day. No adverse events were alleged to have occurred with the patient. The patient was not treated and her medication was not changed based on the meter result. The patient is currently feeling fine. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is every two weeks. The patient had no hematocrit issues, did not take heparin, does not have antiphospholipid antibodies, did not take direct thrombin inhibitors, had no change in warfarin, had no new medications, had no diet changes, had no additional illnesses, and had no symptoms of bleeding or bruising. The patient did not have a special or unusual diet and did not have any changes in normal vitamins and supplements prior to the event. The patient last took medication 14-15 hours prior to the event. The patient's product was requested for investigation and replacement product was sent to the patient. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to the master lot. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.